Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found 319 error on the logs and that the metal rolling loop spring was caught in the carriage of the universal surgical manipulator (usm). Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was getting a non recoverable fault 40084 prompting to disable arm 1. The customer rebooted prior to calling in and the issue persisted. The technical support engineer (tse) walked the customer through a hard power cycle but it was not available. The tse had the customer reboot the system and they were able to disable arm 1. Tse viewed the logs and found error 32097 pointing to arm 1. The customer was able to continue the procedure using arms 2, 3, and 4 for remainder of cases that day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure, but the procedure was able to be completed safely with the remaining 3 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode as errors 319 and 1126 were triggered. The unit was also tested on a patient side cart fixture test platform (pftp) and failed the fiber test on the rolling loop. Part of the fiber on the rolling loop was missing causing error 319 to be triggered since the axes controller spar (acs) was not detected. Also, one of the flat flex cables (ffcs) was folded causing the sound of metal caught in the carriage when moving up and down. Additionally, the unit was found with an led and a fan issue.